Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy.

Event description:
It was reported the patient was going to the bathroom every two hours due to a bladder infection. Reprogramming was performed. The infection cleared up.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0clu3, implanted: (B)(6) 2013, product type lead. (B)(4).